Event description:
Customer alleges discrepant results with inratio2 meter compared to laboratory. Complaint summary: date: (B)(6) 2013, inratio: 2.4, lab: 1.5, time between testing: (unk). Date: (B)(6) 2013, inratio: 1.1, lab: 2.1, time between testing: (1.5 hrs). Exact date was not provided. Pt's therapeutic range is: 1.5-2.0. No further info was provided.

Manufacturer narrative:
Investigation pending.